Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following the verbatim: smartsite connector connected to hub of pivc and it wouldn't tighten correctly and leaked a bit of blood out of the cannula hub. When removed - the connector appeared to be out of shape - not straight and so it wouldn't tighten/secure on the pivc hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: "smartsite connector connected to hub of pivc and it wouldn't tighten correctly and leaked a bit of blood out of the cannula hub. When removed - the connector appeared to be out of shape - not straight and so it wouldn't tighten/secure on the pivc hub." This feedback relates to a 2000e7d smartsite product from lot 1027342. The customer did provide two photographs (appendices 1 & 2); however, neither photograph shows any signs of damage or deformity which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1027342 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that this is a rare occurrence, with only a small number of similar reports received in the past 12 months against the 2000e7d product.